Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was not working and customer had to revert to back up plan. Customer's blood glucose was 163 mg/dl. Customer's mother stated customer's blood glucose was running high 40 mg/dl and noticed the piston was not moving. Device alarmed battery out limit since the battery was left out longer then duration allowed, device had to be reprogrammed. Customer's mother stated the device started to work once inserting a new battery. Customer's mother declined troubleshooting for high blood glucose stated customer was fine. No further information reported.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No rewind anomaly noted. No battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window and scratched reservoir tube window.